Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to our area executive orthopaedics, that the pt visited the surgeon on (B)(6) because of constant pain and that the x-rays made then showed a stemfracture which has not been noted when having done the x-rays last time in 2009.